Event description:
Revision surgery due to aseptic stem loosening about 5 years and 10 months after the primary surgery. Stem, head, and liner revised.

Manufacturer narrative:
Batch review performed on 30 january 2026. Lot 152218a: (B)(4) item manufactured and released on 17-jun-2019. Expiration date: 26-may-2024. No anomalies found related to the problem. This is a resterilized lot. Original lot: lot 152218: (B)(4) items manufactured and released on 14-jul-2015. Expiration date:30-jun-2020. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: about 5 years and 10 months after primary cementless tha, the stem is radiographically loose and needs exchanging. We have been supplied only one radiograph, taken at revision, so we cannot evaluate the history and the onset of the loosening, nor can we evaluate the appropriate stem sizing at the time of primary. With the information at hand, we must include this event among the idiopathic aseptic loosening cases. R&d analysis: from the information and the image available it is visible the expianted stem covered with patient blood. It is not possible to identify if ha coating or bone residuals are present on the stem body.some signs and scratches are visible on the neck part probably due to revision surgery. It is not possible to define the root cause for the stem loosening. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.